Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("I got sick becoz it"), abdominal pain upper ("stomach pain") and abdominal distension ("bloating"). Essure was removed. At the time of the report, the pelvic pain, malaise, abdominal pain upper and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report: sick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " pain, stomach pain, bloating" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("I got sick becoz it"), abdominal pain upper ("stomach pain"), abdominal distension ("bloating"), tooth loss ("tooth loss") and tooth fracture ("teeth suddenly break in half"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, malaise, abdominal pain upper, abdominal distension, tooth loss and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, malaise, pelvic pain, tooth fracture and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : sick . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter was added. Events: tooth loss, teeth suddenly break in half added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.